Event description:
It has been reported to philips that the intellispace cardiovascular (iscv) was not sending the data to the new picture archiving and communication system (pacs). The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.